Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had an increased recharging interval and decreased pain relief. Impedance testing found that multiple electrodes on the 0-7 lead were greater than 10000. The patient was reprogrammed near 9-10 and evolve programming was used on the 8-15 lead. It was stated that the patient apparently fell down a flight of stairs when he was sick with cancer and going through chemo. The lead was broken. Surgical intervention was planned but had not been scheduled. The issue was not resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was given high density settings and they were going to see how that worked. The broken lead remains in place and no surgery was planned at the moment. So far the programming change was working.